Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that topotecan was set-up to infuse as secondary and to run over thirty (30) minutes. However, the entire bag was found "dry" after approximately ten (10) minutes. Per customer, "it seems that the primary bag and drip chamber were also more full so unsure that patient received the full dosage." According to the hospital's biomed, they tested the alaris devices and "have found no faults and we were not able to keep the sets for a full investigation." Per report, "the patient was receiving a topotecan chemo infusion, and the clinical staff was unsure of whether the patient received the full dose of the drug which would impact the patient¿s treatment plan." The customer stated that they "don¿t believe any specific intervention was provided as an outcome." A report was received from health canada's canada vigilance program which states, "unclear if pump or IV tubing issue -pump was double checked and programmed correctly to run topotecan over 30min -the entire bag was dry after approx 10min -it seems that the primary bag and drip chamber were also more full so unsure that patient received the full dosage".

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that topotecan was set-up to infuse as secondary and to run over thirty (30) minutes. However, the entire bag was found "dry" after approximately ten (10) minutes. Per customer, "it seems that the primary bag and drip chamber were also more full so unsure that patient received the full dosage." According to the hospital's biomed, they tested the alaris devices and "have found no faults and we were not able to keep the sets for a full investigation." Per report, "the patient was receiving a topotecan chemo infusion, and the clinical staff was unsure of whether the patient received the full dose of the drug which would impact the patient¿s treatment plan." The customer stated that they "don¿t believe any specific intervention was provided as an outcome."